Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing. There were no reported symptoms. Further information was requested but not received.